Event description:
Pt reported receiving 03 (low electronic battery) alarm after changing the insulin cartridge. She indicated that in 2006, she experienced elevated blood glucose in the 500's mg/dl. Her normal range is 150-200 mg/dl. Pt stated that she administered an insulin injection to address the elevated blood glucose level. She did not report any symptoms associated with the elevated blood glucose level. No med assistance was reported. Product was requested to be returned for evaluation.